Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Unable to deliver or advance: the pump was returned for investigation. The red lumen was not attached to the pump and was also not found in the returned package. The pump was inspected and no damage was found. The pump functioned as per specifications when tested in a bucket of water. The cause of the delivery issue was not determined, as sufficient product was not returned for investigation and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient classified as high-risk for percutaneous coronary intervention received an impella cp device for mechanical circulatory support. The easy guide lumen did not pass through the impella while positioning the 0.018 guide wire, which resulted in an incorrect pump placement. Subsequently, the pump was replaced with another impella cp pump. Following this change, everything functioned properly. No patient harm was reported.